Manufacturer narrative:
Authors: soumya patra, rabindra nath chakraborty, arindam pande, suvro banerjee, manabhanjan jena, prakash chandra mandal, swapan kumar de, aftab khan, sankha suvro das, debashish ghosh, raja nag. Journal: cardiovascular revascularization medicine year: 2016 article title: zotarolimus-eluting resolute integrity versus everolimus-eluting xience. Reference: http://dx.doi.org/10.1016/j.carrev.2016. Event date reflects the date the article was available online. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a journal article that a study was carried out involving 107 patients that received resolute integrity drug eluting stents. Vessels treated during the study included lad, lcx/ramus/om, rca. Lesions exhibited bifurcation, calcification, thrombus, cto and tortuous lesion. Approx 99 patients had one stent used for the target lesion while the remaining 8 had 2 stents used. 101 patients had procedural success while the remaining 6 experienced procedural complications including slow flow(2), side branch occlusion(4) and dissections(4). At one month follow up, one death was reported to have occurred. At 12 month follow up a further 3 deaths were reported along with 2 cases of in-stent restenosis and 4 cases of target lesion failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.